Event description:
Blood leakage in a dicea 210g dialyzer. The customer reported that ten minutes after the start of dialysis there was an alarm for blood leakage. The alarm could not be resumed. When testing the drainage with a urine test strip, it showed positive for blood. The treatment was stopped and the blood in the tubings was not given back to the pt (200-300ml.). This was the first use of the dialyzer and it was not preprocessed prior to use. The treatment was continued on another machine with a new filter and blood lines. There was no pt injury.